Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the machine moved and was now putting pressure on their left side so bad that they could hardly move. The patient noted that they were informed by their healthcare professional (hcp) that (B)(6) was the next date that a manufacturer representative (rep) was scheduled to come to the clinic. The patient stated that they noticed the issue when they were doing exercises and indicated that the change in therapy/symptoms was sudden. The patient was advised to follow up with their hcp to assess the implantable neurostimulator (ins) physically and discuss if it is possible to have a rep come on an earlier date. No further complications were reported or were expected.